Event description:
The customer reports: the right side of the sheath peeled away completely , and left was broken off leaving about 2cm in the vein. Pressure dressing applied per radiologist. Intervention - the patient required surgical intervention to have the peel away sheath removed. The sheath was removed in its entirety. The patient condition is reported as stable.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for analysis. The sheath was returned completely peeled and in two pieces (part a and part b). Each piece had a tab still connected. Visual analysis of part a revealed that the sheath body extrusion did not peel along the blue score line evenly. The sheath extrusion had separated nearly half the distance from the tab to the distal end. The separated portion was not returned for analysis. Analysis of part b revealed that the entire extrusion was undamaged and remained intact; however, the area on the score line where part a had become separated appeared slightly rippled and uneven. The sheath extrusion for part a had separated 1 3/16" from the peel-away tab. This indicates that 1.563" was not returned by the customer. A manual tug test confirmed both sheath halves were connected securely to their hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not withdraw tissue dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. The edges of the separated pieces appeared rippled and uneven. A device history record review was performed, and no relevant findings were identified. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the right side of the sheath peeled away completely , and left was broken off leaving about 2cm in the vein. Pressure dressing applied per radiologist. Intervention - the patient required surgical intervention to have the peel away sheath removed. The sheath was removed in its entirety. The patient condition is reported as stable.